Event description:
It was reported that the system 9800 had lock ups during initialization. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was not verified. After investigation it was discovered that the system only experienced these lock ups in one surgery suite. In the storage area these lock ups did not occur. A power monitor was placed in the surgery suite to check for fluctuations. An additional report will be generated and submitted if further information becomes available.